Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tape was not sticking while the patient was showering. No further information available.

Manufacturer narrative:
Patient city: (B)(6).